Manufacturer narrative:
Company rep evaluated the unit and replaced the gas bench assembly. The unit was calibrated to factory specs.

Event description:
Customer reported an error message from the gas module iii, which may have affected gas monitoring. No pt injury was reported.